Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21may2020.

Event description:
The customer reported that the display was not working and the rotary knob was defective. The field service engineer (fse) verified the reported problem. The fse found the vga (video graphic assembly) controller pcb (printed circuit board) and rotary knob were defective. An order has been given for the same. The customer reported that the unit was not in use on a patient. The fse replaced the vga controller board and the rotary knob to address the reported issue.